Manufacturer narrative:
(B)(4).

Event description:
No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.